Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what procedure type was being performed for each event in which suture pull off occurred? Spine procedure. Can you please confirm if the event of suture pull off occurred twice in each separate procedure? - yes, I was told the different sutures from the same box were used on different cases. It has happened in a different cases. Trade name - irgacare® active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m. Events were submitted via events were submitted via 2210968-2021-06285.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2021 and suture was used. While passing the needle into the fascia, the needle came out empty and the suture came off in the fascia before the doctor popped it off. This occurred on the third pass of the suture. The procedure was delayed by five minutes, but successfully completed using a new like device. There were no patient consequences. Additional information has been requested.